Event description:
The patient reported their neurostimulator started hurting and seemed to get hot with a burning feeling under the skin during an MRI. The MRI was aborted a few minutes into the procedure. The patient experienced mild burning for one to two days after the MRI. However, as of (B)(6) 2026, the patient has not experienced it since.

Manufacturer narrative:
The unintended stimulation/new pain questionnaire was reviewed for potential causes of the reported issue. Based on this review, the questionnaire was completed by quality with limited information. The patient having another (non-curonix) device implanted, the patient having contraindicating conditions, severe force applied to the implant (patient fall, accident), implanting the device off-label, and the MRI facility not following the IFU for MRI for the appropriate stimulator model have been ruled out as potential causes. The stimulator is used to treat pain. The cause of the reported issue is unknown. The investigation findings do not lead to a clear conclusion about the cause of the reported issue. Therefore, the conclusion has been selected as unable to determine root cause. Refer to issue-2026-0003 for additional investigation details and risk assessment for the late MDR reporting.